Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigation the customer reported issue. The fse was not able to reproduce the issue but replaced the master tool manipulator (mtm). The system was tested and was ready for use. The mtm has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the issue but could confirm the occurrence via system logs. Visual inspection was performed. The unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. As part of preventive measure, parts were proactively replaced. After replacement, the mtm was verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system displayed errors while attempting to dock. They received a recoverable fault and power cycled the system. Messages and errors on surgeon side console (ssc) 2 and master tool manipulator (mtm) 2 were observed in the logs. System was a dual console system and the intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through powering off the system and disconnecting the blue fiber cable from the ssc 2 that was having the issue. The customer powered back the system and proceeded the procedure with the ssc 1. The procedure was completed with no reported injury.